Manufacturer narrative:
The device was received with all its features working properly. No anomalies noted during testing. The device passed the displacement test.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s nurse reported via phone call that the screen was frozen on the reservoir. The customer's current blood glucose value was 185 mg/dl and was treated with manual injection. The low blood glucose was controlled by eating. The customer stated that the even after the battery out change the issue persisted. The customer declined troubleshooting for frozen display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.